Event description:
It was reported that the guidezilla was fractured. The target lesion was located in the left coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During preparation, upon opening the package, it was noted that the device was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was no fluid present to the device and inspection of the device presented no damage or irregularities. Product analysis could not confirm the reported event as there was no damage to the device.

Event description:
It was reported that the guidezilla was fractured. The target lesion was located in the left coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During preparation, upon opening the package, it was noted that the device was fractured. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.